Event description:
New information noted that the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead was capped and replaced for an unknown reason. The patient's condition was unknown.